Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the first clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced in the patient and prior to grasping, it was noted that the patient had a prolapsed posterior leaflet with a posterior flail. It was difficult to grasp both leaflets, therefore the independent grasping technique was used, and the clip was implanted. The physician decided to implant a second clip more laterally. While the second cds was advanced in the patient and positioned, it was noted that the first clip implanted had detached from the posterior leaflet (single leaflet device attachment (slda)). The second clip was implanted, and the physician decided to implant a third clip to stabilize the slda clip. While advancing the third cds in the patient, it was noted on echo that the second clip also detached from the posterior leaflet (slda). The third clip was not implanted, and the procedure was aborted. The patient¿s mr remains at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. The physician believes the slda was related to the patient¿s anatomy. The patient cannot get surgery and no other procedures will be performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the reported difficulty grasping leaflets and single leaflet device attachment (slda) appear to be due to challenging pre-existing anatomical conditions. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
N/a.